Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller had implantable neurostimulator (ins) placement earlier today where all pairs involving case were >4k. They ran impedances 3x and took out lead from ins port 3x, as well as repositioning ins in the pocket but this didn't resolve the issue. There was also one bipolar pair that was high during one of the impedance measurements, but otherwise bipolar were all normal range around 1000 ohms. They were unable to resolve, so they used another new ins and this worked fine. There was no symptom reported. Addition information reported a day later from an healthcare provider (hcp) who indicated that an implantable neurostimulator (ins) was opened, but was not used in a case because the battery was not functioning properly. The caller indicated that a second ins was used for the case and the non-functioning ins was to be returned to the manufacturer. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Analysis of the of the implantable neurostimulator with serial (B)(4) revealed that the setscrew thread impressions are visible in the tecothane, indicating that the setscrew was backed out too far. The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.